Manufacturer narrative:
G4:29mar2021. B4:03apr2021. The device was reported to be in clinical use at the time of the event per the responses to the safety questions in the service order, however it was not confirmed if it was in use on a patient providing therapy. No further information was available or could be provided. There was no report of patient or user harm. A philips field service engineer (fse) was dispatched to the customer site to provide additional assistance and confirmed the power management (pm) board required replacement. The fse replaced the pm board which resolve the issue. The device returned to full functionality after repair was completed and returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 09feb2021.

Event description:
It was reported to philips that the device displayed a vent main alarm failure, also gave another high tidal volume alarm, internal battery failure. The device was in clinical use at the time of the event. There was no report of patient or user harm.